Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while at home, the pt experienced multiple intermittent alarms, pump noise and pump pauses. The pt tolerated the hand-pumping well during the system controller exchange although the controller change did not resolve the reported alarms. The pt was transported via ems to the hospital where it was confirmed on the system monitor that "power limit advisory" and "low beat rate" alarms were occurring every 20-40 minutes. Vent filter analysis was unremarkable and there was no evidence of copper or titanium but was positive for chlorine. A waveform collected indicated possible "drag on rotor in the motor." The pt was placed on pneumatic support using an ip console and stroke volume limiter (svl) due to increased pump pauses, dragging sound and brief periods of pump stoppage. Attempts made to place the pt back on electrical actuation were unsuccessful and a decision was made by the hospital to replace the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.